Event description:
The customer reported a communication error during a procedure followed by the system not producing x-ray. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. One of the cells in gib was evaluated and replaced. The system was tested and found to be working as intended and returned to service.